Event description:
Customer reported receiving a suspected false positive result on (B)(6) 2024 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 30293g, reader sn (B)(6) . A repeat cue covid-19 test performed on the same day with an alternate cue reader provided a negative result. Customer tested negative on (B)(6) 2024 with a lucira naat test and a flowflex antigen test. Customer states they have been experiencing malaise for 18 hours but did not have any other symptoms. There has been no known exposure and customer confirms cartridges were stored within the validated temperature range.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.